Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and other relevant blood glucose level was 575 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose with needles. Customer did not alleging that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer performed high pressure test, however it was failed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan per healthcare professional¿s instructions until replacement arrives and was advised to retrieve and save insulin pump settings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.